Event description:
Light fell during procedure and hit the patient. No injuries occurred.

Manufacturer narrative:
During procedure, the light fell over onto the patient. Patient did not sustain any injuries. At this time, the root cause of the failure is unknown. The unit has not yet been returned to burton for analysis. One conclusion is the light was adjusted or moved at an awkward angle by the user causing the light to become off-balance and fall.